Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative and the consumer reported that the patient underwent their stage 2 procedure on (B)(6) 2016. The patient programmer was synced to the implantable neurostimulator (ins) and 4 programs were entered, but then the hcp saw the power on reset (por) message. The patient's stage 1 was performed back in (B)(6) 2015. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.